Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no abnormality during visual inspection and the reported issue was not reproduced during actual machine check. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the high-definition lcd monitor had no image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Event description:
Information obtained identifies there was a slight delay of 10 minutes while switching to a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial medwatch within information inadvertently left off (identified within b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.